Event description:
It was reported that patient was not able to get enough pain relief and was noted that patient experienced pain. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well post operatively. The explanted device will not be return as it was disposed at the operating room.